Event description:
It was reported to boston scientific corporation that during preparation for a percutaneous nephrolithotomy using a swiss lithoclast ultra flexible probe, a tear was discovered in the front plastic packaging of the device. The physician completed the procedure using another swiss lithoclast ultra flexible probe, with no complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. Device was disposed of.